Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation of the filter strut(s) outside the wall of the inferior vena cava (ivc) with multiple struts perforating into the aorta. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Per the implant records, the patient was reported to have a pre procedure diagnosis of morbid obesity and venous insufficiency along with a history of severe swelling of the lower extremities. The patient was referred for insertion of a caval filter device that could be retrieved. The patient was taken to the operating room, properly anesthetized and prepped and draped in a sterile manner. A needle was used to cannulate the right femoral vein. A guidewire was passed through the needle into the central circulation which was appreciated under fluoroscopy. A dilator and sleeve were then passed over the guidewire into the inferior vena cava. The cordis retrievable filter device was passed and deployed through the femoral sleeve into the inferior vena cava which was appreciated under fluoroscopy. The cava appeared to be approximately 2cm in diameter. The patient tolerated the procedure without any difficulty and was taken to recovery in satisfactory condition. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately thirteen years and eight months after the filter implantation. The patient reports ivc perforation and further experienced anxiety and worry related to the filter.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation of the filter strut(s) outside the wall of the inferior vena cava (ivc) with multiple struts perforating into the aorta. According to the information received in the patient profile form, the patient became aware of the reported events approximately thirteen years and eight months post implant. The patient reports ivc perforation and anxiety and worry related to the filter. According to the implant record the indication for the filter implant was morbid obesity and venous insufficiency along with a history of severe swelling of the lower extremities. The patient was referred for the filter placement by the department of bariatric surgery. The filter was placed via the right femoral vein and deployed in the ivc under fluoroscopy. The patient tolerated the procedure without any difficulty and was taken to recovery in satisfactory condition. There is currently no additional information available for review. The product was not returned for analysis and the device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Perforation of the ivc was reported, however a clinical conclusion could not be determined as to the cause of the event. Without post implant images for review, the reported filter perforation of the ivc and aorta could not be confirmed or further clarified. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation of the filter strut(s) outside the wall of the inferior vena cava (ivc) with multiple struts perforating into the aorta. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Perforation of the ivc was reported, however a clinical conclusion could not be determined as to the cause of the event. Without post implant images for review, the reported filter perforation of the ivc and aorta could not be confirmed or further clarified. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation of the filter strut(s) outside the wall of the inferior vena cava (ivc) with multiple struts perforating into the aorta. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.